Manufacturer narrative:
Correction information: g4:premarket identification PMA/510(k). G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: d4:unique identifier (UDI). H4:device manufacture date. Evaluation summary: this may be due to the disconnection of the cmos cable due to repeated use.

Manufacturer narrative:
Pentax model epk-i5500c is classified as import for export. Pentax same model epk-i5500c-us is distributed in the USA with 510k k190805. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical service in the USA inspected pentax model epk-i5500c/serial (B)(4) and confirmed the following: scope connector unit endoscope image freezes, scope connector unit intermittent connection. Pentax service replaced the electrical connector, applied a software update and performed re-alignment. The device was returned to the loaner inventory.